Event description:
Noticed foreign body in burette while priming kit. Not sure if foreign body was already in there or whether this came from the priming solution. Foreign body still in burette. Another set was primed and used instead.

Manufacturer narrative:
Method/results/conclusions: device has not been returned for evaluation.